Event description:
The manufacturer received information alleging,particles in airway from device,cough,headache that are related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported particles in airway from device, cough, headache with the CPAP device's sound abatement foam. The manufactuer received additional information alleging,difficulty in breathing/shortness of breath. There was no allegation of serious or permanent harm or injury. Section h6 has been corrected/updated.